Event description:
Arthrex bio push lock 4.5mm x 18.5, defective times 3. Two drs, arthrex rep present. Rep present to provide new equipment at time of product malfunction. Dates of use: product malfunction: 2008.